Event description:
It was reported the implantable pulse generator (ipg) was underreporting the atrial tachycardia/atrial flutter burden and no episodes were noted in the arrhythmia summary. The device remains in use. No patient complications have been reported as a result of this event.